Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A manufacturing record evaluation was performed for the finished device part: 422.256s, lot: 1930p39. It was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 04-oct-2022, manufacturing site:jabil grenchen, expiry date:01-sep-2032. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6 investigation summary the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that lcp-df 4.5/5 r 11ho l276 tan was broken at the hole 4. Scratches and within the holes the threads were found stripped, this condition could have been a result of implantation and explantation. Both fragments were received for evaluation. No other issues were identified. Regarding to broken condition, the observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. A dimensional inspection for the lcp-df 4.5/5 r 11ho l276 tan was not performed due to post manufacturing damage. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the lcp-df 4.5/5 r 11ho l276 tan would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Dimensional inspection: n/a. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9: complainant part is not expected to be returned for manufacturer review/investigation.e3: reporter is a j&j employee.e1: initial reporter facility name: (B)(6) hospital.h3, h4, h6: product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history review (DHR): a manufacturing record evaluation was performed for the finished devicepart: 422.256slot: 1930p39it was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process.the product was released on: 04-oct-2022manufacturing site: (B)(4)expiry date:01-sep-2032device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows:it was reported that the patient underwent an osteosynthesis surgery for a distal femur fracture on (B)(6), 2023 after a motorcycle accident. She was non-weight bearing until four weeks after the original surgery. Depending on her level of pain, she started partial weight bearing. She was able to bear 10 kg from 4 weeks after the surgery, and 10-20kg from 5 and 6 weeks after the surgery. She was not loading herself much out of concern for herself. Seven weeks after the surgery, she was able to bear 35kg and finally stood properly 9 weeks from the first surgery. After 2 months, posterior bone fragment was cracked, and callus was found in 3 months. Distal femur plate was broken on (B)(6), 2023. Reoperation will be performed on a date after (B)(6) 2024.this report involves one ti lcp distal femur plate 11 holes/276mm/right-sterile. This is report 1 of 1 for (B)(4).